Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device would constantly call an air in line error¿ could not be confirmed/replicated through air test, downstream occlusion (dso)/upstream occlusion (uso) test, and delivery test. Replaced dso seal as preventative maintenance. Updated software and unit reset to standard configuration. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device would constantly display an air in line error. The event occurred during testing and there was no patient involvement.